Event description:
General report received of an unspecified number of undocumented incidents of no flow. The extension tubing sets were being used to deliver glucose solutions and unspecified general sedation medications. The distal male adapters of the extension tubing sets were connected to the pts' peripheral IV access sites in the pts' hands. It was reported that after the primed tubing sets were connected to the IV access sites, blood backed up in the tubings and the no flow was noted. The volume of blood that backed up was reported to be slight and "just slightly past the adapters" in the tubings. The tubing sets were replaced and the therapies were initiated. There were no reported adverse pt effects and no reported delay in therapies critical for these pts. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated that the devices were discarded. A rep device from the same lot was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).